Event description:
During procedure, a bougie dilator for esophagus was transected inside the stomach, allowing mercury from the dialtor to escape. The bougie dilator was immediately removed from the pt's body and contained in a plastic bowl with a lid. The pnc and nurse were immediately alerted to the incident. Pnc called poison control and was told to shoot x-ray. Mercury level was drawn from the pt and an x-ray taken mercury. Noted in the x-ray. New suction container was obtained to suction.